Event description:
The customer reported that, during transport within the hospital, while the unit was in use on a pt, the unit generated "low vacuum" and "electrical test code #50" alarms. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
One or more components were replaced. The company rep found a bad motor controller board and replaced it. The unit was tested to factory specification. It functioned normally and was returned to the customer.